Event description:
On (B)(6) 2008, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6), post-op follow-up examination showed that the aneurysm measured 41mm. On (B)(6) 2008, six month follow-up examination showed that the aneurysm enlarged to 49mm with no evidence of endoleak. The physician decided to monitor the patient. On (B)(6) 2008, one year follow-up examination showed that the aneurysm shrunk to 41mm. The physician decided to monitor the patient. No further information is available.

Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Corrected event dates ((B)(6) 2009).

Event description:
On (B)(6) 2008, the patient underwent an endovascular procedure using a gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2008, post-op follow-up examination showed that the aneurysm measured 41mm. On (B)(6) 2009, six month follow-up examination showed that the aneurysm enlarged to 49mm with no evidence of endoleak. The physician decided to monitor the patient. On (B)(6) 2009, one year follow-up examination showed that the aneurysm shrunk to 41mm. The physician decided to monitor the patient. No further information is available.